Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05627. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent partial removal of mesh on (B)(6) 2012 due to erosion of mesh, pain and dyspareunia.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopy, lysis of extensive abdominopelvic adhesion, lavh/bso, and cystoscopy due to symptomatic pelvic prolapse with 2nd degree cystocele, rectocele and uterine prolapse, menometrorrhagia, dyspareunia,and 6-8 week leiomomati uteri.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, nocturia and urinary frequency. (B)(4).